Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient was unhappy with his vision. The patient's first eye was 20/25 and j3 on the first postoperative week. The patient states that his vision is not clear and he cannot really see to drive. He also says colors look duller than they did before the surgery. Additional information was provided by the physician that the patient had very mild superficial punctate keratitis (spk) and trace flare in the anterior chamber. Otherwise, everything else looked good. Further information was provided by the physician that the patient's vision is not clear at any distance. He also is reporting negative dysphotopsia.

Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).